Event description:
The lay user/patient contacted lfs alleging an error 1 message on the one touch ping meter. The pt was unable unwilling to verify whether she exhibited any symptoms or sought any medical intervention due to the reported issue. The meter is not a new product (out of box). Issue was not resolved via troubleshooting. The complaint is being reported due to the alleged issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.